Manufacturer narrative:
The suspect device was evaluated. The evaluation found a flickering image, caused by a defect in a printed circuit board (dr board). In addition, it was determined that the scope socket failed and did not hold the scope connector properly. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned to olympus, the model cv-190, evis exera iii video system center for repair due to a report of "backlight was flickering." Upon inspection and testing of the returned device, it was found that the image was flickering. This report is submitted due to the malfunction of flickering image. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. The investigation results confirmed, the flickering image displayed was caused by a printed circuit board (dr board) failure. The video connector socket failure was likely, due to the receptacle board failure. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.